Event description:
Patient presented for a endoscopic full-thickness resection. As the full-thickness section clip was deployed and snare resection was performed, upon removing the colonoscope, we noticed that the clip had not fully deployed. We reinserted the scope to examine the site and there was a perforation. Scope was immediately withdrawn. Colorectal surgery was consulted stat. Anesthesia was requested to perform endotracheal intubation on the patient, which was promptly done. I personally spoke with the staff surgeon. The or was mobilized. Antibiotics were given. Patient's husband was immediately informed. Abdomen was soft and vital signs were normal. Patient was transferred to the operating room in a stable condition.